Manufacturer narrative:
The device was received and evaluated at the service center. The reported complaint that the device has scratches was confirmed. Further upon evaluation, the following defects were noted : outer tube damaged, distal tip. Distal tip damaged. Shaver damage to distal tip. Holes in distal tip fiber. Holes in soldered seam. Illumination. Distal tip fiber damaged. Fibers broken, illumination low. Image error, on camera. Image cloudy/blurred. The damaged parts were replaced and the device was tested and found to be working according to specifications. User mishandling is the most probable root cause responsible for the above damaged to the device. The scratches and the damaged distal tip and fibers would have resulted in the cloudy image produced by the camera. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (serial number : 1279181), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, by the customer via phone that there were scratches on the hd arthroscope. They were able to complete the case with another like device. This did not cause a surgical delay and there was no patient harm. This is all the information the customer has at this time. This report is for one (1) hd epscp,4.0,30,167. This is report 1 of 1 for (B)(4).